Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The reported invalid syringe size was found in the event history log (ehl). The product problem was not reproduced during a syringe test. The customer reported product problem was verified based on the ehl findings. The barrel clamp assembly was replaced as a preventative measure.

Event description:
It was reported that the medfusion pump produced an invalid syringe size error. The was observed after two cubic centimeters was injected. No patient injury or complications were reported in relation to this event.